Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
During manufacturer product analysis of a (B)(4) handheld vns computer returned due to no alleged malfunction, it was noted that the handheld computer was unable to charge the main battery. The cause for the anomaly is associated with broken solder connections on the handheld computer main board. No further anomalies associated with the handheld computer performance were noted during testing using the ac adapter or the main battery with a full charge.